Event description:
Trident hemi cup was opened and impacted with no problem. When surgeon tried to drill he stated that "one of the holes was occluded by a metal cover." Greg palmer attended the case for me and he did not see the cover and when he asked the surgeon described it as "the hole was present on the inner aspect of the cup but was covered by a metal plate on the outer aspect of the cup." He used two other holes and the acetabular portion of the case proceeded without any delay or medical intervention and case completed as originally planned. Other screw holes were used.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.